Manufacturer narrative:
Medtronic received the following information from a journal article entitled; double region of interest timing bolus technique following endovascular aortic repair: short-term prognosis analysis tomizawa n, ito s, nakao t, arakawa h, yamamoto k, inoh s, nojo t & nakamura s. Vascular 2020, vol. 28(3) 233¿240 10.1177/1708538119895403. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts and non-mdt stent grafts were implanted in the endovascular treatment of abdominal aortic aneurysms and 1 aortic occlusion in 40 patients. The following malfunctions were observed; endoleak the following adverse events were observed; infection, re-intervention one patient death was reported but there was no causal link that the endurant stent graft caused or contributed to this death.